Event description:
Event description guidant received information that this endotak c lead was capped and removed from service due to non-capture and low impedance caused by the patient twiddling the device (flipping the device over and over) causing the leads to twist so that it severed the lead in half. A new system was implanted without issue.